Manufacturer narrative:
Additional information: d4: unique identifier (UDI) #, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike was assembled incorrectly. It was observed that the blue side clamp was threaded backward and therefore did not fit in the pump. This was noticed before use. There was no patient involvement. No additional information is available.